Manufacturer narrative:
Unit had motor error alarmed during rewind due to corroded on motor home switch. No moisture damage found on electronic assy. Unable to verify the motor position encoder error alarm in history file due to motor error.no cosmetic damage found on the case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 217 mg/dl. Troubleshooting was performed. The device was returned for analysis.